Event description:
The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 4(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a product saftty case was neccesary. Any actions regarding CAPA will be adressed whithin this case. A field safty corrective action was initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap (B)(4) that an as univation xf tibia cemented t6 rm (part # no161z) (ref. MDR ID 9610612-2021-00395) and an as univation xf femur cemented f5 rm (part # no184z) were implanted during a primary surgery performed on an unknown date. According to the complainant, during the planned inlay change, it turns out that the tibial component (part # no161z) and the femoral component (part # no184z) were loosened from the univation xf system. Neither component showed cement adhesion. Thus, these had to be explanted and replaced with a bicondylar vega. The patient underwent a revision procedure on an unknown date. The complaint device has not been returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4) associated medwatch-reports: 9610612-2021-00395 ((B)(4)+ no161z). Involved components: nl492 - univation f meniscal comp.t5 rm/lm 10mm - unknown.